Event description:
It was reported that the catheter separated from the port while in the pt. The catheter separation was noted during routine removal of the port. A snare procedure was utilized to remove the catheter with no pt complications.